Manufacturer narrative:
Concomitant medical products: w1tr01 crt-p, implanted: (B)(6) 2019. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced diaphragmatic stimulation. The left ventricular (lv) lead was to be replaced, however, the physician was able to reposition the lead to minimize diaphragmatic stimulation. The lead remains in use. No further patient complications have been reported as a result of this event.